Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the photo provided which shows a broken tip on an ar-6068-25l. Please reference photos attached. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-6068-25l, 25°, curve, left quickpass¿ lasso, low profile tip, its tip broke intraoperatively. This was detected during a quads acl with ramp repair procedure on (B)(6) 2025. The procedure was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.